Event description:
Overdelivery reported. The pump was set in infuse normal saline at 5ml/h, 250ml vtbi via primary with a concurrent secondary infusion of ativan (100mg/100ml) at 4ml/h, vtbi of 100ml. The ativan container had been initiated at 2230. A nurse reports that when she checked the pump at 2300, it was pumping at a combined rate of 104ml/h instead of the expected 9ml/h. She noted that the ativan container was half empty. The total volume infused on the secondary line was reportedly 54ml with the expected amount being approx 2ml. Info regarding what the display indicated as the individual rates for the primary and secondary infusions was not available. The nurse reports that earlier in the shift (prior to the ativan being started), at approx 2000, a secondary piggyback of 50ml had been delivered over 30 mins at 100ml/h with no problems. The total volume delivered had reportedly been cleared since that delivery. It was not known if the infusion rate had correctly been changed from 100ml/h to 4ml/h, though the nurse reports the settings were initially correct. The ativan was discontinued and the pt was monitored. There were no changes in the pt assessment, his vital signs remained stable and he did not experience any adverse effects. No additional info was available.